Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log file. The system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days ((B)(6) 2022 per time stamp). A backup battery fault alarm was active from (B)(6) 2022 at 23:26:49 to (B)(6) 2022 at 13:16:28, due to the load test not passing. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. The alarm was active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve product return information; however, no response was received. To date, the product has not been received at abbott for further evaluation. The root cause for the reported event was conclusively determined to be due to the load test not passing; however, a further root cause was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device had backup battery fault alarms. Log file review captured backup battery fault alarms since 11:26 pm on (B)(6) 2022. It was advised to reseat the backup battery to resolve the alarms, otherwise it may be necessary to swap out the battery. The alarms resolved with a loaner battery being placed in the controller and eventually the controller was changed out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log file. The system controller (serial#: (B)(6) was returned for analysis. A log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 14 days (on (B)(6) 2022, on (B)(6) 2000 per time stamp). Events occurring on (B)(6) 2000 took place when the clock was not set, and the exact date and time of these events could not be determined. A backup battery fault alarm was active from on (B)(6) 2022 at 23:26:49 to on (B)(6) 2022 at 13:16:28, due to the load test not passing. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. The alarm was active until on (B)(6) 2022 at 14:26:11. The driveline was disconnected from the system on (B)(6) 2022 on 16:15:57 for a system controller exchange. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarms were unable to be reproduced during testing. A uv light was utilized to check for verify the presence of grease on the battery cable. Additional provided information communicated on 15nov2022 stated that the backup battery fault alarms resolved with a loaner battery being placed in the controller and eventually the controller was exchanged. The controller and backup battery will be returned. The root cause for the reported event was conclusively determined to be due to the load test not passing; however, a further root cause was unable to be conclusively determined through this analysis. Incidental findings of wire fatigue and fluid ingress were noted. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, backup battery fault alarms, and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial#: (B)(6) and the system controller passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.